Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image on the screen is bad and lines were seen in the ultrasound image was confirmed. The scanner was found to be damaged boots to a blank acoustic window, the cause of the issue is a failure in the beam former board, leading to blank acoustic window screen. The device was serviced, tested and returned to the customer. A history review of serial number dyygq018 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the image on the screen is bad and lines were seen in the ultrasound image.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the image on the screen is bad and lines were seen in the ultrasound image.